Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoirs leaked. The blood glucose reading was 159 mg/dl. Insulin is leaking at the bottom part of the reservoir. Customer not sure if insulin is leaking past the first or second o-ring. Nothing further reported.